Manufacturer narrative:
Correction to the initial MDR in block g3; the aware date should have been june 10, 2021.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.